Event description:
Per the clinic, the patient experienced inflammation and infection at the abutment site and was subsequently treated with topical antibiotics (date, duration and type not reported).

Manufacturer narrative:
This report has been submitted on august 08, 2022.